Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the spike with flush bag set leaked from below the purple screw where it connects to the tube. Three sets of tubing were used before finding one that did not leak. There was no harm to the patient.

Manufacturer narrative:
One unused sample was received at the plant for the investigation. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A functional evaluation was completed, and the reported condition was confirmed, there was a leak in the connection between the cross spike and tubing line. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened to address the reported issue. These actions are designed to prevent the re-occurrence of the reported defective condition.